Manufacturer narrative:
The manufacturer did not receive devices or x-rays for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A tissue reaction like a pseudo tumor can be a post-operative risk for metal on metal (mom) implants in general as also stated in zimmer's instruction for use (B)(4). A cause for this specific clinical event cannot be ascertained from the information provided. A product failure cannot be confirmed. Should additional information become available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. (B)(4).

Event description:
It is reported that a pseudotumor appeared in right hip about one year after hip prosthesis. Pseudotumor was removed. Revision surgery planned.